Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Reprogramming was performed. No adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.